Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, swelling, seroma, and capsular contracture, history of physician re-implanting device. Device evaluation: visual analysis of the returned device identified: flat creases, cloudy gel, deformation, wear abrasion. Even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported "right breast pain and swelling," "history of capsulated implants requiring surgery," and "car accident that may have affected her current implants." Additionally, patient reported right-side capsular contracture, baker grade IV , the implant was bent from the capsule," and that the doctor reimplanted the same device that was "dented." Healthcare professional also confirmed capsular contracture, baker grade IV with seroma (cloudy yellow fluid). Device has been explanted.